Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. Additional information obtained from the field representative indicates that this lv lead exhibited high pacing thresholds and the dislodgment was confirmed via fluoroscopy. This lv lead was successfully repositioned. This lv lead remains in service. No additional adverse patient effects were reported.